Event description:
The customer reported no nibp (non-invasive blood pressure) or spo2 on the system. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.